Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an acetabular cup packaging was observed with white powder present. There was no patient impact. Attempts have been made and no further information has been provided.